Event description:
The accounts maintenance stated when the bed is in the brake position, the wheels won't roll but the casters would continue to pivot.

Manufacturer narrative:
The account has not completed repairs.